Event description:
It was reported that this system was exhibiting shocking impedance measurements greater than 200 ohms which had increased from 64 ohms at implant. Additionally, there was inappropriate mode switches showing noise on the atrial channel and the shock channel. A technical services consultant discussed the issues with the caller and recommended further evaluation. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).